Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported disconnection could not be determined wit the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced a disconnection resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. During therapy, the patient¿s transfer set became disconnected from their patient line. The patient reconnected themselves and continued with therapy resulting in contamination of the sterile fluid pathway. The patient was not hospitalized for the event. The patient was treated with injections of vancomycin (intraperitoneally (ip), 2gm, every 3 days), ceftazidime (ip, 1gm, daily), and gentamicin (ip, 40mg, daily). The patient was not retrained on aseptic technique. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date of event: the disconnection occurred during therapy on an unspecified date in (B)(6) 2013. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).